Event description:
It was reported by the customer that the pyxis medstation es system crashed with a "program error" and got stuck in the windows update screen. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was stuck on a software update, causing the delay in dispensing a medication to the patient. The technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.